Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: n/a.

Event description:
The biomedical engineer (be) of the hospital called the clinical representative (cr) to inform him that robot arm was not connecting due to a communication error between this and computer. Even after tree tries, it was impossible for the robot arm to connect to computer. This event didn't cause any delay and no patient was involved.

Manufacturer narrative:
The available data permit to confirm that the connection with the robot arm failed. According to the clinical representative who took the maintenance in charge, it was determined that the controller signaled that it ran out of battery. In this case, the connexion with the software is blocked which is a normal behavior of the device. This is the cause for the connection failures reported. The battery of the controller was changed and a preventive maintenance passed the (B)(6) 2021. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type . H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
The biomedical engineer (be) of the hospital called the clinical representative (cr) to inform him that robot arm was not connecting due to a communication error between this and computer. Even after tree tries, it was impossible for the robot arm to connect to computer. This event didn't cause any delay and no patient was involved.